Event description:
In 2008, it was reported that after a successful da vinci s mitra valve repair procedure, the pt developed complications related to a heparin induced thrombocytopenia. As a result, the pt's leg was amputated. No additional info has been provided by this site despite attempts.

Manufacturer narrative:
Additional investigation conducted with the site's risk management department included a review of records for a healthcare. As of 2009, there have been no reports of malfunction of the da vinci s surgical system related to a case involving a leg ischemia requiring leg amputation. If additional info becomes available, a follow-up MDR will be provided.